Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported device triggered nonsustained lead noise episodes due to intermittent oversensing on ventricular channel. Myopotential oversensing was suspected. Programming changes were recommended.